Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.